Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an angioplasty procedure, an enterprise2 4mmx39mm vascular reconstruction device (product code: encr403912, lot number: 9664733) became impeded in the proximal end of a prowler select plus 150/5cm (product code: 606s255x, lot number: unknown) and could not advance any more. The stent was found detached from the delivery wire in the microcatheter (mc). The doctor removed the microcatheter and stent from the patient and switched to new devices to complete the surgery. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system was answered as ¿yes¿. Is a push plunge rhv being used was answered as ¿twisted type¿. There was no force needed to remove the delivery wire once impeded. The stent was detached from the delivery wire in the microcatheter when it was delivered there. The replacement stent was another enterprise2 of same product code.